Event description:
During an atrial fibrillation procedure using the volt pfa system, continuous air was noted during the aspiration process following the insertion of the volt catheter into the agilis sheath. The original volt catheter was exchanged for a new volt catheter. Despite verifying proper handle aspiration and prepping the new catheter, the continuous air issue persisted upon reinsertion into the agilis sheath. It was then discovered that the agilis sheath hemostatic valve was leaking saline from the flushing process. Exchanging the agilis sheath resolved the continuous air issue, and the procedure was successfully completed with no adverse patient consequences.